Event description:
It was reported that the vns patient had an increase in seizure activity, relationship to pre-vns baseline unk. When the device was interrogated, it was reported that the generator had reached end of service. The patient subsequently had the generator replaced.

Manufacturer narrative:
Sinclair, r., bajekal, r.r. Vagal nerve stimulation and reflux. Anesthesia and analgesia, volume 105, number 3, september 03, 2007.